Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath, after a coronary interventional procedure. Reportedly, following clip deployment, the starclose se device was difficult to remove. The safety release mechanism access ports were used unsuccessfully. The device was laid on the patient's leg and the device popped out of the patient anatomy. Hemostasis was achieved with the starclose se clip. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove could not be replicated due to the noted damage (bends) to the vessel locator wings. However, the returned device analysis noted the thumb advancer was returned retracted indicating that the access port released the thumb advancer appropriately. A review of the lot history record revealed no non-conformances/ exceptions that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.